Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the re-operation for femoral diaphyseal fractures. Before the procedure, it was reported that a screw had been broken at the proximal end of the nail. During the procedure, the surgeon had difficulty removing the broken screw and was unable to remove it. The surgeon carefully drilled with the reamer at the distal end of the nail by confirming in an image intensifier, but the reamer broke and the fragment was left in the patient¿s body. The operation was completed by using hip screws and locking screws. There was a thirty (30) minute surgical delay. No further information is available. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1) this report is for one (1) reamer 4.5/6.5 l450 f/hip scr f/expert. This is report 1 of 1 for (B)(4). This pc is related to (B)(4) reporting nonunion after the surgery.